Manufacturer narrative:
The service engineer (se) replaced the hft-60/rating us v60/v60+(fco). The se performed an upgrade to the software (version 3.2) and calibrated the device. The device was corrected and returned to service with no restrictions. It was reported that the patient was moved to a high flow nasal cannula while the suspected device was being exchanged for a different ventilator. There was no medical intervention as the high flow nasal cannula provided an adequate amount of oxygen to the patient. It was reported that there was a 10-minute delay in therapy, as the biomed was assessing the situation, it was decided that the device would be exchanged.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the average air slpm readout equals -1.0 with flow set to zero. The rse advised the customer that the flow sensor zero calibration was available in software 3.2, and that it could resolve the issue with the negative flow reading when set to zero, which would allow the device to stay in standby. Onsite service was requested. Investigation is ongoing.